Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin leaked from multiple cartridges at the luer lock when insulin is filled into the cartridge. Customer's blood glucose was 160 mg/dl. A new cartridge was successfully loaded to address the event.